Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was 700 mg/dl with ketones. Reportedly, the customer went to the hospital and was treated with intravenous fluids of saline and insulin to address the elevated bg. Technical support advised disconnecting the tubing, tightening the t:lock, and attempting a bolus delivery, but the customer declined further troubleshooting, preventing the determination of the occlusion cause. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.